Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parent called and reported the customer's blood glucose was 600 mg/dl when she woke up, after having her sensor off all night. The customer reportedly stayed up late eating popcorn and ice cream. It was stated that her blood glucose lowered after treatment, but it was not mentioned how customer was treated. At the time of this report, customer's blood glucose was 107 mg/dl. The insulin pump will not be returning for analysis at this time.